Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that event log files were submitted for review. A system controller fault alarm was reported on (B)(6) 2023 which required a system controller exchange. The system controller ((B)(6)) also recorded a driveline power fault associated with a (f4) pwr_a_broken system controller fault flag. This event was indicative of a modular cable issue. The modular cable issues were not confirmed. The patient was asymptomatic at the time of the pump stop associated with the system controller exchange. After replacing the system controller, the fault had not yet returned. It was recommended to replace the modular cable involved in the driveline power fault. The event log files on the new system controller ((B)(6)) captured controller clock corrupt events. These events were indicative of a complete loss of power, including a fully depleted emergency backup battery. The reason for the complete power loss was not confirmed. Motor function was not affected by this event. The last recorded date recorded prior to the controller clock synch was (B)(6) 2000 18:40:23 which indicates that the system controller was connected to a power source on (B)(6) 2023 as reported. A system controller clock synch was performed on (B)(6) 2023 at 12:50:01 for the new system controller. It was also noted that an emergency backup battery (ebb) fault alarm occurred on the new system controller ((B)(6)) on (B)(6) 2023. The system controller ((B)(6)) was exchanged to (B)(6) due to the ebb fault alarm. No troubleshooting was performed before the exchange. The ebb fault alarms resolved after the exchange. The modular cable and the system controller ((B)(6)) were exchanged on (B)(6) 2023 and the patient remained asymptomatic. The mechanical circulatory support (mcs) equipment was operating as intended. Related manufacturer reference number: 2916596-2023-08623 (system controller (B)(6)). Related manufacturer reference number: 2916596-2023-08691 (system controller (B)(6)).

Manufacturer narrative:
Manufacturer's investigation conclusion: heartmate 3 vad modular cable (lot number: 7613457) was returned for evaluation and a log file was downloaded ((B)(6)) and submitted ((B)(4)) for review from the heartmate 3 system controller (serial number: (B)(6)). A review of the log files showed overlapping events spanning approximately 4 days ((B)(6) 2023 per timestamp). Events occurring on (B)(6) 2023 were recorded during testing at abbott. On (B)(6) 2023 at 18:12:47, a driveline power fault alarm was active due to a power a broken fault. The alarm remained active throughout the remainder of the log file until the driveline was disconnected at 18:20:10 for a controller exchange. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The modular cable was functionally tested and passed all testing. The root cause for the driveline power fault alarms was isolated to the returned heartmate 3 system controller (serial number: (B)(6)), MFR # 2916596-2023-08623. The device history records were reviewed, and the records revealed the heartmate 3 vad modular cable (lot number: 7613457) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ instructs users on how to resolve alarms that sound from their system controller, including driveline power fault alarms. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ explain how to replace the running system controller with the backup system controller. Heartmate 3 instructions for use (IFU) section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Heartmate 3 lvas patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.